Manufacturer narrative:
(B)(4). The customer did not retain the model and lot number which determines the date of manufacture and the 510k.

Event description:
Customer reported that the box received contained an endobronchial tube of incorrect size (32fr instead of 39fr as specified on the box). There was no patient involvement or any required intervention performed.